Event description:
Patient reported at check-in discolored true, sensitivity true, and not fitting true. Requested additional information as to their concerns that they had marked true. Provided fit tips and tricks for aligner fit. Requested for updated photo after trying fit tips. Provided general discomfort tips.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.